Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a ¿split¿ catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 2fr s/l per-q-cath catheter. The sample was received with its non-inlaid stylet. Usage residues were observed on the stylet. The catheter terminated just proximal of the 30cm depth marking. Microscopic inspection of the distal tip of the catheter revealed striations typical of a sharp instrument cut. An attempt to infuse water through the catheter using a 12ml syringe revealed the sample to be patent to infusion and aspiration. No leaks were identified during both normal infusion and pressurization of the sample. No damage or manufacturing related defects were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
On (B)(6) 2015 allegedly, the end of the catheter is split.